Event description:
Additional information was received that indicated that the patient turned off the device, and went in to see the healthcare provider for the issue. It was indicated that the zapping sensation and discomfort had been resolved.

Event description:
The patient stated that it zapped her and confirmed implantable neurostimulator (ins) status with patient programmer (pp) noted therapy was on. The patient stated this occurred going through a theft detector at (B)(6). Patient stated that she turned stimulation down when she got home however the area was still uncomfortable so she took some medication. Patient stated that she called health care provider (hcp) office a day ago and she left a request for a nurse to call her. Patient stated that she was considering contacting the on-call physician. The patient reported that this was a sudden change in therapy/symptoms. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.